Event description:
The customer contact reported the catheter separated from the hub. The catheter was placed in an unspecified vein of the hand. The needle was removed from the inside of the catheter and an unspecified 3-way device was connected to the catheter hub. An unspecified syringe was then connected to the 3-way device and the catheter was flushed with saline. It was reported that during the saline flush, saline leaked at the insertion site of the catheter. The nurse stopped the flush. The customer contact reported that while the nurse was removing the syringe, the catheter separated from the hub, leaving the catheter in the patient's hand. It was reported that the nurse removed the catheter. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. The catalog number provided is the international list number that is comparable to the domestic list number. The domestic list number has a 80-foz common device name and has a k830765 510k. This report represents all the information known by the reporter upon query by hospira personnel.